Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The hcp reported in response to the inquiry for clarification regarding the patient¿s statement about the device feeling like it was ¿goingcrazy ,¿ that the device was not placed by them (the hcp), that it was years ago and they had no details. The hcp reported the battery appeared to have depleted. When asked if a cause of the device feeling like it was ¿going crazy,¿ was determined, the hcp replied ¿no, it was not.¿. While the hcp implied that it was likely the cause of the battery dying was due to normal battery depletion, they ultimately did not know the cause of the ins just being ¿dead¿/ the ins dying. In response to the inquiry of device return, the hcp noted that the device was sent to pathology weeks ago; there was no ¿illegible word, illegible word¿ who removed. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported by the patient that their implant was recently replaced. When asked if the ins was replaced due to normal battery depletion, the patient responded by saying one day it felt like it was ¿going crazy¿ and then the next day it was just ¿dead.¿ the patient noted it was at least a year ago that the ins died but a specific date was unknown. There were no further complications reported.